Event description:
Per the clinic, the patient experienced poor retention with the device. Subsequently, the patient underwent skin-thinning revision surgery on (B)(6) 2025 under general anesthesia to remove subcutaneous tissue. The implanted device remains.